Manufacturer narrative:
Product sample was not returned. Lot # is not available to perform device history review (DHR) review. Conclusion/root cause: application of the dressing to the skin is critical; this may have been caused by fragile skin type. Review of our records do not indicate any abnormalities within the production process, all in-process testing records indicate packaging integrity was verified pre and post sterile, with no failures noted. There is no evidence to support a manufacturing failure. Corrective/preventive action: this product is manufactured using medical grade adhesive and other raw materials that have been approved for skin contact. The adhesion properties depend on the condition of the skin prior to the application of the dressing i.e.: dirty, oily, dry or wet skin is critical to the end result and may cause the dressing not to stick or adhere to strongly. We manufacture under controlled conditions that include inspection and testing. We receive all raw materials from our suppliers with a certificate of conformance or certificate of analysis, the silicon adhesive has well documented testing for skin safety and use for medical devices. This complaint is now part of our CAPA system; we will continue to monitor this system for any indication of repeatable reports by complaint type and by product number. This data is reviewed by our management team to evaluate trends relating customer complaints. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a). (B)(4).

Event description:
It was reported that "allergic reaction along with reddening, itching and minor skin lesions under silicone border. Stop use of aq foam adhesive version and afterwards switching to non-adhesive version."